Manufacturer narrative:
Information provided in the maude report mw5070378: catalog number. Additional information: patient information was not provided for reporting. (B)(4) lot# unknown. Date of implant is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). Corrected data: date of event when the plate broke is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility report# mw5070378. Only additional and/or corrected information will be contained in this report.